Manufacturer narrative:
During the manufacturer field service visit the technician found that the gfi outlet the unit was plugged into was tripped. The technician reset outlet and returned the unit to service.

Event description:
It was reported that the docker would not accept the rover to clean. This resulted in a 30 minute procedure delay. The case was completed successfully without any adverse consequences.